Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery upon performing mobility and extension tests on the implanted devices, the insert throw and fell on the floor. This happened several times so the device was compromised. A delay of over 2 hours was reported. No patient injuries reported. An s&n backup was available. To complete the procedure.